Manufacturer narrative:
This report is being filed to correct the implant date.

Event description:
It was reported that an inappropriate shock was reported due to atrial flutter involving this subcutaneous implantable cardioverter defibrillator (s-ICD). The patient was hospitalized and a change in medication was noted. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that an inappropriate shock was reported due to atrial flutter involving this subcutaneous implantable cardioverter defibrillator (s-ICD). The patient was hospitalized and a change in medication was noted. The device remains implanted. No adverse patient effects were reported.